Event description:
It was reported that during a lead revision the pacing was attempted to be verified with the device in-situ, but the device did not respond and it was not possible to confirm the magnet rate. The device was not interrogated with the programmer, but instead a new device was implanted this device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision the pacing was attempted to be verified with the device in-situ, but the device did not respond and it was not possible to confirm the magnet rate. The device was not interrogated with the programmer, but instead a new device was implanted this device was returned. No adverse patient effects were reported.

Event description:
It was reported that during a lead revision the pacing was attempted to be verified with the device in-situ, but the device did not respond and it was not possible to confirm the magnet rate. The device was not interrogated with the programmer, but instead a new device was implanted. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device serial number.

Event description:
It was reported that during a lead revision the pacing was attempted to be verified with the device in-situ, but the device did not respond and it was not possible to confirm the magnet rate. The device was not interrogated with the programmer, but instead a new device was implanted this device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter name and last name and occupation.

Event description:
It was reported that during a lead revision the pacing was attempted to be verified with the device in-situ, but the device did not respond and it was not possible to confirm the magnet rate. The device was not interrogated with the programmer, but instead a new device was implanted this device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.